Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. No readings or comparisons were specified, but the customer perceived the readings to be low and "deviating". The customer concomitantly experienced symptoms of dizziness, malaise, and "could not drink" on (B)(6)2019 at 7:00 am. The customer indicated being unable to self treat and was administered water, glucose, insulin, and intravenous "everything". It was further noted that the customer was diagnosed with hyperglycemia and given insulin by an hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. No readings or comparisons were specified, but the customer perceived the readings to be low and "deviating". The customer concomitantly experienced symptoms of dizziness, malaise, and "could not drink" on (B)(6) 2019 at 7:00 am. The customer indicated being unable to self treat and was administered water, glucose, insulin, and intravenous "everything". It was further noted that the customer was diagnosed with hyperglycemia and given insulin by an hcp. There was no report of death or permanent impairment associated with this event.